Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "common failure"; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine d department upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with a common failure was confirmed by service to be more specifically failure code f-94. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made. A service history review revealed no previous service events were related to the reported condition.